Manufacturer narrative:
(B)(6) follow up for device evaluation. A white substance was reported to have been found inside a syringe. To support the investigation, thirty-eight samples were submitted for evaluation by the quality team. Of these, twenty-nine samples were received in sealed blister packaging, six in opened blister packaging, and three without any packaging. A visual inspection was conducted on all samples. Each syringe exhibited a droplet of lubricant at the tip of the rubber stopper. No additional defects or irregularities were observed. This condition is considered an acceptable imperfection. The lubricant used is medical-grade and is intentionally applied to the inner wall of the syringe barrel and the rubber stopper to ensure proper functionality. A device history record (DHR) review was completed for material number 302832, lot 4325248. The review found no quality issues during the production of this lot that could have contributed to the reported condition. Additionally, no related quality notifications were identified. All manufacturing processes and final inspections were performed in accordance with specification requirements. Based on the investigation and returned sample analysis, the condition reported by the customer has been confirmed. However, it is considered acceptable within product specifications.

Event description:
Material # 30283204 batch # 4325248. It was reported by the customer that a white substance was found inside the syringe. Verbatim: rcc received a complaint via email. Email(s) attached. After drawing up a dose for a patient in a 30ml b-d syringe it was noted there was a white substance inside the syringe. The dose was discarded, and a new dose was drawn up. The rest of the syringes were checked, and 3 other syringes were found to have the same white substance. These products were sequestered. Reference reports: mw5170484 and mw5170485.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.